Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report death. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with a broad central jet, restricted posterior leaflet, and dilated atrium on a patient with high surgical risk. A mitraclip xtw (21229r1076) was implanted at a2/p2, but following deployment, the clip had rotated 1 hour clockwise and was no longer perpendicular to the line of coaptation. The mr was at grade 2. To further reduce the mr, a mitraclip xt (30112r1096) was placed medially to the first clip, but due to the rotation of the first clip, it was very difficult to align and grasp in a good position. After the first grasping attempt, the anterior leaflet tore, and the mr increased torrentially. After several grasping attempts, the clip became entangled in the chords, resulting in a clinically significant delay in the procedure. After becoming entangled in the chordae, extreme movements of the clip delivery system (cds) were made to free the clip from the chordae. Three attempts were made to free the clip, and the clip was able to be freed. Therefore, the clip was not implanted and was removed from the patient. The mr was grade returned to 4+. The procedure was discontinued, and the patient was referred for a mitral valve replacement (mvp) due to damage resulting from the entanglement of the xt clip. The mvp occurred on the same day, but unfortunately, the patient was not able to recover from the surgical procedure and passed away after his surgery in the operating room (or). In the physician's opinion, the patient's death was due to the patient was not able to recover after surgery from being connected to an external circulatory system, mostly due to right ventricular failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp the leaflets appears to be due to the procedural condition of the first clip. The reported difficulty removing the clip from the anatomy (clip caught on chords) was due to multiple grasping attempts; therefore, attributed to the inability to grasp. The reported tissue injury (anterior leaflet tore) appears to be due to the inability to grasp. The unchanged mr was a cascading effect of the tissue injury. Death was due to the tissue injury which resulted in the mr and required surgical intervention (mitral valve replacement) where the patient was not able to recover from the surgical procedure and passed away. Death, tissue injury, and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported delayed to treatment/therapy, hospitalization and surgical interventions were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott medical affairs director and the reviewer stated ¿it appears that the first xtw clip was likely deployed under tension or the clip was not perpendicular to the coaptation line. Thus, upon release, the clip ¿pinwheeled¿ and tilted. Attempts to treat the residual mr with a second xtw clip caused tissue injury with perforation of the amvl and resultant worsening of mr to severe. The second clip also became entangled in the chords and was eventually removed and never deployed. The patient¿s mr was now severe and the patient proceeded to emergent/urgent surgery but was not able to be weened from bypass and died in the or. The cause of death in this patient was significantly contributed by the tissue injury from the second clip which caused amvl perforation and associated worsened mr. It should be noted that technical error likely caused the first clip to be deployed in such a manner that a second clip was necessitated.¿ this event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿sixty-two (62) echocardiographic videos taken during the procedure were provided. All 62 videos were reviewed and appear to span the course of the entire procedure, from initial assessment prior to sgc insertion to post removal of the second cds (reported for chordal entanglement). Videos taken during use of the first cds (no reported issue) show typical maneuvers and performance in accordance with the instructions for use. The first clip is positioned centrally a2/p2, as reported. A series of 3d en face videos taken during grasping and deployment of the first clip were provided. The 3d en face view is an atrial view of the "top" of the valve, such that the clip cannot be directly visualized as it is located ventricularly under the valve. However, the relative placement of the tips of the clip arms on leaflets can typically be discerned in this view. When comparing the relative orientation of the clip arms to the valve by assessing 3d en face videos taken with the clip fully closed on the leaflets (pre-deployment) and post deployment (mechanical separation from the delivery catheter), the clip does appear to rotate a small but observable amount post deployment which aligns with the reported incident details. There appears to be only one 3d en face video taken during initial positioning of the second cds (reported device for chordal entanglement) in the left atrium above the valve. The second clip is positioned medially to the first implanted clip which aligns with the reported incident details. The remaining echo videos provided do not appear to capture the report chordal entanglement event, as only the first implanted clip can be visualized, and were likely taken post removal of the second cds. As such, the reported chordal entanglement cannot be verified or assessed based on the echo cine provided. There are no additional observations based on the cine provided.¿